Event description:
Boston scientific received information that the right ventricular (rv) lead displayed an high out of range shock impedance measurement. The patient was to be monitored. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Additional information received indicates that the device and right ventricular (rv) lead exhibited another high out-of-range shock impedance measurement as detected by the remote monitoring system. This rv lead remains in service. To date, no adverse patient effects were reported as a result of this clinical observation.